Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed coil deformation. In this case, we believe the stress was the result of lead contact with a tool used during implantation. This lead was returned with the helix mechanism in a retracted position. Visual inspection found dried blood and body fluid around the helix. Testing was completed to assess lead electrical performance, inner and outer insulation integrity. Measurements throughout these tests were within normal limits. The reported clinical observations of high impedance measurements, sensing and low amplitude allegations were not confirmed. The helix difficulty, electrode end damage, and difficult-to-position allegations were confirmed. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function. Susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the physician experienced difficulties during the implant procedure of this right ventricular (rv) lead. It was reported poor patient anatomy and high potassium levels that resulted in high pacing thresholds and poor detection. The physician attempted to reposition the lead several times in order to find an optimal placement. Subsequently, the screw was reported to be damaged, and the helix was not able to be extended. The impedance levels were also reported to suffer a sudden increase. This lead was removed and successfully replaced with the same model prior to pocket closure. Electrical measurement for this new lead were reported to be optimal. No adverse patient effects were reported. The device is expected to be returned for analysis. The device was subsequently returned for analysis.

Event description:
It was reported that the physician experienced difficulties during the implant procedure of this right ventricular (rv) lead. It was reported poor patient anatomy and high potassium levels that resulted in high pacing thresholds and poor detection. The physician attempted to reposition the lead several times in order to find an optimal placement. Subsequently, the screw was reported to be damaged, and the helix was not able to be extended. The impedance levels were also reported to suffer a sudden increase. This lead was removed and successfully replaced with the same model prior to pocket closure. Electrical measurement for this new lead were reported to be optimal. No adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
He device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.